Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User adjusted the time and date on (B)(6) 2017. Cartridge change sequence was conducted, then a second fill tubing and cannula fill process was requested later on in the day. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was set at 1.45 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. User may need to adjust basal rate throughout the day to compensate for daily activity. Basal rate has since been adjusted down. There is no evidence of a malfunction or failure related to the low bg event.

Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 56 mg/dl. The customer was uncertain of the suspected cause. The customer consumed dinner to stabilize bg levels. Subsequently, the customer's bg level elevated to 359 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump. A system check was performed with tandem technical support and no issues were identified with the pump or supplies, however an incomplete bolus alert was identified in the history. The customer reportedly navigated to the bolus request screen without exiting. The customer's blood glucose level was 298 at the time of the alert. The customer delivered a correction bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.